Event description:
An optometrist reported that a pt presented with fiber superiorly with surrounding diffuse lamellar keratitis (dlk) in the right eye, two days following lasik surgery. Topical steroid dosage was increased to treat the event. The pt was asymptomatic. In a f/u, a tech reported that the event had resolved. No further info is expected.

Manufacturer narrative:
Eval summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).